Event description:
It was reported that the system was displaying a collimator stuck error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and performed collimator calibration and adjusted the collimator wires. System operates as intended.